Event description:
It was reported by a customer in the USA that, immediately after insertion of a m5.5plc - custom tracheostomy tube into an (B)(6) male patient, if deflated. The patient requires continuous respiratory ventilation, and nutrition via a j-tube, due to chronic acute spinal muscular atrophy (sma) type I, but otherwise he is in good health. Additionally, it was reported that the device was pre-tested, and lubricated with surgilube prior to insertion. The unit was replaced with a similar one. There was no reported patient injury.

Manufacturer narrative:
(B)(4). One sample of a tracheotomy tube was received for evaluation. Visual inspection reviewed that the cuff exhibited a cuff distortion. Inflation / deflation performance tests were performed by using a 9cc syringe of air applied to the cuff, and a distortion was present. However, a hernia of this magnitude would have been detected during the 100% inflate/deflate tests, and would have been removed from the lot. The malfunction (hernia) condition found in the received sample was not confirmed as related to manufacturing process. The root cause for the customer reported malfunction could not be determined.

Manufacturer narrative:
The device is expected to return for an evaluation. However, it has not been yet rec'd. (B)(4).